Event description:
It was reported that a patient experienced air in an unspecified line of the homechoice cassette without an alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.